Manufacturer narrative:
No product has been returned and a valid lot number has not been provided for the precision strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A dhrs (device history review) for the meter was reviewed and the DHR review showed the meter passed all tests prior to release. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review showed no trips. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 27 mmol/l, 14 mmol/l, 8 mmol/l, 14 mmol/l and 3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 27 mmol/l, 14 mmol/l, 8 mmol/l, 14 mmol/l and 3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with the retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powers on with button depression and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 27 mmol/l, 14 mmol/l, 8 mmol/l, 14 mmol/l and 3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.